Event description:
It was reported that the user interface holder broke off. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
Our complaint investigation has been finalized. No parts were returned. Our investigation is based on a photograph that demonstrated the reported issue regarding a mechanical broken part within the user interface holder (panel holder). The ventilator system has been successfully tested for mechanical strength, with a peak acceleration of 15 g, pulse duration 6 ms, and total number of 1000 impacts. Furthermore, exposure to forces greater than these may lead to a breakage. It is unknown under which specific conditions the reported panel holder broke, but we were informed that it was due to user abuse while using the ventilator. As a result, our conclusion in this matter is, that the user interface damaged was caused by external forces beyond its design.

Event description:
(B)(4).